Event description:
It was reported that during a colostomy takedown, the surgeon fired the device and when he observed the doughnuts they were not complete. He stated that this indicated an incomplete firing of the device. It required intervention to complete the procedure to prevent permanent impairment. No other information was provided by the caller at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Only year known, assumed 1st day of month ((B)(6) 2014) that complaint was reported.